Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and a possible dislodgement. It was noted that the patient was recently in a car accident, and had general pain due to the accident. Upon interrogation, the rv lead had high thresholds and diminished r wave sensing. The diminished sensing and high thresholds were present approximately two weeks post implant, therefore dislodgement due to the car accident could not be confirmed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's lead was reprogrammed and a revision is scheduled for the future.